Manufacturer narrative:
Method - device not returned, f/u with pt.

Event description:
It was reported that a pt underwent an x-stop procedure. The physician informed the pt that the device is "cracked". No add'l info was reported.